Manufacturer narrative:
10: returned product evaluation - the subject lens was received in liquid within a microcentrifuge tube. The lens was returned in pieces and a visual or dimensional inspection was unable to be performed. Claim# (B)(4).

Manufacturer narrative:
H6: 3331 - device history record review found associated source lots were manufactured within established parameters and limits. Claim# (B)(4).

Manufacturer narrative:
Manufacturer narrative: secondary surgical intervention to remove the lens are identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, a patient with pre-existing progressive myopia experienced excessive vault and elevated iop. The lens a removed and anti-glaucoma drops were given. Cause of the event was reported as the device. Reportedly, "lens was too large." There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.